Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right atrial lead exhibited noise; isometrics did not reproduce the noise. The physician elected to continue to monitor the patient.